Manufacturer narrative:
Unknown taper: the device has not be returned for analysis. Further information regarding the device catalog and serial number have been requested, to date no additional information has been received by apollo. Without the device or serial/catalog number, the connector type associated with this event could not be determined. If returned, visual examination may determine the connector type associated with this event. The event was reported by the patient. To date, apollo has been unable to confirm the reported events with the patient's physician. Further information has been requested of the initial reporter regarding implant/explant physician, diagnostic testing, would the band be returned for analysis, and patient information. To date, no additional information has been received by apollo. Device labeling addresses the reported event of possible band slippage as follows: warning: over-dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation. Adverse events: band slippage and/or pouch dilatation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require surgery to reposition and/or remove the band. Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflation or if there is abdominal pain. Obstruction of stomas has been reported as both an early and a late complication of this procedure. This can be caused by edema, food, improper initial calibration, band slippage, pouch torsion or patient non-compliance regarding choice and chewing of food.

Event description:
Reported as: a patient with the lap-band system was reported to have an "allergan lap-band slipped, had to have it removed."